Manufacturer narrative:
The patient¿s gender was not provided. Approximate age of device- 1 year. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the clinic due to a scheduled discharge visit from a recent emergent hypertension (htn) event. No external power alarm due to the patient disconnecting both power leads for a few seconds was observed. Additional information was requested but was not provided.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was aug 14, 2019.

Manufacturer narrative:
Section h8: updated. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a no external power event was captured on (B)(6) 2019 at 11:09pm due to both power cables being disconnected from external power. The system switched to the internal backup battery until being reconnected to external power at 11:10pm. A root cause for the disconnection could not be conclusively determined. Multiple pi events were captured across the log file between (B)(6) 2019- (B)(6) 2019. No low flow events or interruptions in device therapy were captured. A correlation between the device and reported hypertension could not be conclusively determined. The hm3 IFU explains that if the system detects a pi event, the pump speed will reduce to the low speed limit and slowly ramp back up by design, which may cause a transient elevation in power. Pi events are captured when the system observes sudden and substantial changes in pulsatility index. Sudden changes in a patient's volume status, arrhythmias, or sudden changes in power or pump speed are some of the various reasons pi events may be initiated. The IFU explains that at least one power cable must be connected to external power at all times. Hypertension is listed in the IFU as an adverse event that may be associated with the use of the hm3 lvas. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.